Event description:
It was reported that the patient was hospitalized due to arrhythmia. In the hospital the patient had a long telemetry session which finally resulted into loss of wireless telemetry. Interrogation with the wand showed recommended replacement time (rrt) but the electrocardiogram did not show any further pacing. Unexpected battery longevity was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).